Event description:
Patient being treated for a l1 partially healed traumatic fracture. The surgeon gained access to the vertebral body without difficulty using a transpedicular approach. He decided to take a bone biopsy during the procedure. All though the product instruction for use instructs not to mallet the bone biopsy tool, the surgeon used a mallet to aid in its insertion as is his practice with other instruments. The biopsy tool became wedged into a portion of the hard superior endplate that had been displaced downward into the body of the vertebra as a result of the original trauma. While attempting to remove the biopsy tool, it broke and a piece remained in the patient. Radiographs confirmed that the fragment of the bone biopsy device was completely within the boundaries of the vertebral body. The procedure was completed without difficulty and the instrument fragment was encased in the bone cement and there were no clinical sequelae.